Event description:
It was reported that during a device changeout procedure the patients epicardial lead was found to be "defective." The patient had a different, previously capped epicardial lead that was uncapped, tested and connected to the new implantable pulse generator (ipg) without incident. The original epi lead was capped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.